Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The power management board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was isolated thermal damage to diode cr12.